Event description:
The caller reported a malfunction on the pump, identified as malf 3, which was not resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support advised the customer to use mdi as backup therapy and arranged for a replacement pump with updated software to be sent. Instructions for returning the malfunctioning pump were provided, and training on the new pump was made available.